Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor would not power up. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power up.